Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery and was implanted with trochanteric femoral nail advanced (tfna). Four months prior, the patient underwent an open reduction internal fixation for the femoral subtrochanteric fracture procedure with proximal femoral nail antirotation (pfna). On (B)(6) 2019, the patient reported pain. The hospital confirmed with x-ray that a delayed union and breakage of the nail occurred. The procedure was successfully completed with no surgical delay. Patient condition is unknown. Concomitant device reported: unknown pfna blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown) this report is for one (1) nail: pfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown pfna ii blade (part # 04.027.052s, lot # l544779, quantity 1), locking screw (part # 04.005.526s, lot # l789807, quantity 1), locking screw (part # 04.005.528s, lot # l456021, quantity 1), pfna ii end cap (part # 473.170s, lot # l570224, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implanted four months prior to explantation procedure, exact date is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part: 473.062s, lot: l857831, manufacturing site: bettlach, release to warehouse date: 25.april 2018, expiry date: 01.april 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was tan/ti6al7nb according to iso-5832-11 specification for implants for surgery. A product investigation was conducted. We have forwarded the received part to the responsible manufacturing site for further evaluation with the following results: based on the investigation results, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view, the relevant features were measured and have fulfilled its specification (see section 2.4-dimensional inspection) as well as in the manufacturing documentation no issue was identified. Due to the fact that a manufacturing deficiency has been excluded; this complaint is rated as not valid; therefore, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date rec¿d by MFR : the incorrect date was inadvertently utilized in initial medwatch. The correct date is april 1, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.